Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient had redness over the pump and a possible infection. The patient was seen in the clinic today (B)(6) 2022 to turn the pump dose down in anticipation of explant. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be device implant in (B)(6) 2022. Additional information was received on (B)(6) 2022 at which time it was reported that the pump had not been explanted. They were trying antibiotics.